Event description:
It was reported that the patient underwent a left knee arthroplasty revision due to pain, instability, stiffness and ambulation difficulties approximately sixteen (16) months post-operatively. Initial and revision operative notes noted no intraoperative complications. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining cemented narrow femoral component left size 6 catalog #: 42572006001 lot #: 66060631, persona medial congruent articular surface left 11mm catalog #: 42512100411, lot #: 65496996, persona cemented all poly patella 32mm catalog #: 42540000032, lot #: 66187751. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on oct 1, 2025, oct 23, 2025 and dec 19, 2025 under manufacturing report number 0001822565-2025-03621.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: h6. Medical records provided confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.